Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reep1771 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "¿PICC was placed on (B)(6) 2020. On (B)(6) 2020, patient's rn reported that PICC was leaking from insertion site when grey lumen was flushed. Dressing was removed, red lumen flushed and had good blood return, white lumen was running meds. Grey lumen was flushed and all flush came out of the insertion site in the arm. Md was called and ordered PICC to be removed and piv placed for remaining few days of antibiotics. Rn removed PICC. It was discovered to have a vertical split approximately 0.5cm just past the 5cm mark. The split involving just the grey lumen¿.